Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Pt is a 8 day old female. ¿noted that the PICC line was wet and when dressing removed noted that the hub of the PICC was cracked. This has happened on multiple occasions with several different patients.¿